Event description:
During an in-clinic follow-up, increased capture threshold and increased pacing impedance were observed on the right ventricular (rv) lead. Technical services was contacted and suspected that the cause of the event was due to the encapsulation/calcification of the rv lead. No intervention has been completed. The patient is stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to monitor the capture trends.